Event description:
During an avnrt procedure, electrical issues resulted in the procedure being cancelled. It was noted that the computer would not boot up, believed to be related to a bitlocker issue. No encryption key was available until the following day so the procedure was postponed. The computer was replaced which resolved the issue and the procedure was completed the next day with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One claris display workstation (dws) z440 was received for evaluation. The reported event was not able to be confirmed. The event description was related to the missing (or non-returned) parts. Based on the investigation and information provided to abbott, the reported event was not able to be duplicated, and the root cause remains undetermined as the affected materials were not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.